Manufacturer narrative:
Follow-up information was received on 27-oct-2014 from physician. This case was upgraded to incident due to hysteroscopy. The essure did not deploy properly. The doctor had to remove it from the uterine cavity via hysteroscope. It broke during the removal process. Another essure was inserted uneventfully. No further information was provided. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the insertion procedure essure broke in half. This event is non-serious. Essure broke in half was initially considered as unlisted event according to essure's reference safety information; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event; the other event is listed. During difficult insertion/removals, single cases have been reported of essure breakage. In the present case it was reported that essure did not deploy properly and the physician had to remove essure from the uterine cavity via hysteroscope and it broke during the removal process. Considering the available information and given the nature of the reported events, a causal relationship with essure cannot be excluded. This case was regarded as incident (previously regarded as other reportable incident) since essure was removed via hysteroscope. The performed ptc analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)2014 which refers to a female patient of unspecified age who had an attempt to insert essure (fallopian tube occlusion insert) on (B)(6) 2014 for sterilization however not succeeded. It was reported that essure broke in half during the insertion procedure; half was in the tube and half in the uterus. Physician tried to remove it with graspers, he believed that they removed them. Physician was going to attempt to put another device. Follow-up received on 07-oct-2014: this adverse event report is related to a product technical complaint (ptc). (B)(4). The ptc investigation result was provided. Final assessment: when a term like the essure broke in half is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone unless additional detail is provided in the event description or product is returned for investigation. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the micro-insert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the microinsert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a product quality issue (breakage). In addition, the ae case refers to a usability issue. At this point in time no adverse events have been reported. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post marketing surveillance monitoring. Company causality comment: this spontaneous, medically confirmed case report refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the insertion procedure essure broke in half; device insertion failed. These events are non-serious. Essure broke in half was initially considered as unlisted event according to essure's reference safety information; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event; the other event is listed. During difficult insertion/removals, single cases have been reported of essure breakage. In the present case it was reported that essure broke in half during the insertion procedure. The physician tried to remove it with graspers, and he believed that they removed it at all. Considering the available information and given the nature of the reported events, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the reported breakage. The performed ptc analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information has been requested.